Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this pacemaker system due to farfield signals. Upon review, most of the farfield signals fall into blanking. Low amplitude p-waves were noted, making it difficult for the device to distinguish between farfield signals and intrinsic activity. P-waves varied from approximately 2.5mv, and have now reached as low as 0.3mv. Right atrial (ra) lead pace impedance measurements were in the 450-550 ohms range. Right ventricular (rv) lead measurements have been stable, however rv thresholds have gradually increased. Troubleshooting options were reviewed, and thorough lead evaluation was recommended. This pacemaker system remains in service. No adverse patient effects were reported.